Event description:
According to the reporter, after dismantling (unpacking) and during procedure, the department found that the length of the catheter was incorrect after it was measured. It was also stated that there was a catheter packaging error. The packaging was 8888145015, and the physical shipment in packaging was 8888145016. The length of the product stated on the label was inconsistent (did not match) with the actual length of the product in the package. The dimension issue was that the catheter had a longer length. This problem occurred for the first time, and it was not observed until it was found after it was used. There was nothing unusual observed on the device prior to use. Flushing was not done prior to use. There was no leak and no luer adapter issue. The catheter was not repaired. Tego was not utilized. There was no cleaning agent used on the device. The insertion site was not treated prior to product placeme nt. The product was not replaced. As a remedial action, the surgery was stopped. The treatment was not completed. There was no reported patient outcome.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Product analysis # (B)(4):mozarc performed an evaluation of one palindrome catheter kit. A visual inspection of the returned device revealed that the catheter included in the kit was the incorrect size (28cm instead of 23cm). This was a result of a manufacturing activity, and a corrective action has been implemented to prevent this issue from reoccurring. The reported condition was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.